Event description:
It was reported that the device exhibited about 2100 ohms bipolar ventricular lead impedance. Unipolar lead impedance was 507 ohms. The bipolar capture threshold had increased to 5.0 v, 0.4 ms. The unipolar threshold was 1.0 v, 0.6 ms. The r-wave amplitude increased from 3.0 mv to 7.0 mv.